Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/increasing impedance, increasing thresholds, oversensing leading to inappropriate pacing, and noise. It was noted that the patient experienced syncope. The rv lead was reprogrammed to unipolar which led to undersensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.